Event description:
It was reported intraoperatively, that the right ventricular (rv) lead exhibited diminished sensing and high thresholds. The physician attempted to reposition the lead multiple times, which caused the lead helix to become stretched and unrecoverable. The lead was not used and replaced. While placing the replacement lead, the physician found that the lead was brought out after cutting the catheter sheath. The catheter was replaced and the lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.